Event description:
It was reported that the patient¿s friend or family member wanted to see if their sacral nerve stimulation (sns) device would be causing communication problems between the clinician programmer and the pump. The patient¿s health care provider (hcp) had had trouble reading the pump on 2 different occasions. The most recent time was 2 days ago and the first time was on 2014-(B)(6). The hcp had never experienced this with any other pump. The pump was in the patient¿s right abdomen and the sns device was on the left side of the patient¿s back. The old pump was in the same place and for a year the patient had the old pump and the sns device and they had never had any issues with the ¿readers.¿ the pump and sns device were at least 20 cm away from each other. The hcp had called in when they were having issues, but it was resolved by bring the patient into a different room. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0clu3, implanted: 2013-(B)(6), product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).